Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to a33 alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was 98 mg/dl. Customer want to continue troubleshooting and did not tried different cannula length. It was also reported that the customer tried all remedies. The device will not be returned for analysis.